Manufacturer narrative:
D2b: prosthesis, shoulder, non-constrained, metal/polymer cemented. D10. Concomitants: 3803740, 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. 3790068, 320-01-42 - equinoxe reverse 42mm glenosphere. 3826604, 320-10-00 - equinoxe reverse tray adapter plate tray +0. 3844109, 320-15-05 - eq rev locking screw. 3843376, 320-20-00 - eq reverse torque defining screw kit. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an initial left reverse shoulder arthroplasty on (B)(6) 2015 and then approximately 8 years, 1 month later experienced a revision surgery on (B)(6) 2023 -because of a "left reverse total shoulder arthroplasty polyurethane failure" resulting in polyethylene dissociation. The glenosphere was significantly scratched. The patient suffered severe pain when cleaning his pool. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: d1 (delete "see h10). H10: multiple MDR reports were filed for this event, please see associated 1038671-2025-01795. The reason for the revision reported in this case cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.